Manufacturer narrative:
Returned device was received in fair physical condition. During the evaluation of the device, the filter holder interlock switch was found to be worn and causing the issue. The filter holder interlock switch was replaced to resolve the functionality issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was alarming "check disposable". There was no reported adverse events.